Event description:
Customer reported missed antibodies on the galileo, on 2 patient samples. One patient had a history of anti-c the other a history of anti-jka.

Manufacturer narrative:
Reactivity of the c and jka antigens was confirmed on retention capture-r ready screen, lot x225. This lot was used by the customer on galileo. The customer did not return product or sample for investigation. It is not possible to rule out sample as a cause of the event.